Event description:
The hospital reported that during a coronary artery bypass procedure, while removing the delivery device from the loader, the seal got entangled inside the loader. This occurred two more times before using the original heartstring iii proximal seal system with another seal to complete the procedure. The hospital reported no pt effects. The product was returned.

Manufacturer narrative:
Investigation summary: the device was returned to maquet cardiac surgery on 07/02/2010, for investigation. A visual inspection revealed that the delivery device was returned with the loading device. The seal was returned separate and appeared to be partially unraveled. The green slide lock and the white plunger were not depressed on the delivery device. There was no evidence of blood on the device. It appeared that the seal may have caught on to something in the loading device during removal. Based upon these findings, the reported complaint "seal got entangled inside the loader" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could be attributed to the reported failure mode. A supplemental report will be submitted if additional info is obtained. (B)(4).